Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The patient's medical records indicate the patient was experiencing some swelling, clicking, catching, and stiffness. There is no new information that would change the existing MDR decision. The complaint was updated on: 10/22/2015.

Manufacturer narrative:
The patient's medical records were received. Medical records were reviewed for MDR reportability. The patient's medical records indicate the patient was experiencing some swelling, clicking, catching, and stiffness. There is no new information that would change the existing MDR decision. The received medical records and x-rays were reviewed. From a medical perspective, based on the very limited information available to be reviewed at this time, it is not possible to determine if the complaint is product related. All available x-rays were reviewed. No device nonconformance was found. Dr-002788 has been undertaken to investigate attune post operative loosening further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: **update-09/22/2015- received patient x-rays. Patient x-rays were reviewed and nothing indicative of a device nonconformance was found. The investigation could not verify or identify any product contribution to the reported event with the information provided. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and tibial loosening. Loosening occurred at the cement/implant interface. Cement was manufactured by depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).